Manufacturer narrative:
Date of event: exact date unknown, event occurred in the last four weeks from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient ipg was difficult to charge and the remote control and clinician programmer were showing an error message while trying to connect. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn due to hospital policies.